Manufacturer narrative:
The technician replaced the worn casters to repair the bed.

Event description:
Information received indicates the brake is setting, but the casters would continue to swivel when the bed was pushed from the side.